Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) of the distal tibia on (B)(6) 2018, the handle for screwdriver shaft 2.5 hexagonal stardrive t15 was used with a counterpart. After the procedure the device was being cleaned when it was noted the silver button had come off the blue portion of the handle. It was further noted there was a chipped portion on the handle. The missing fragment could not be located. X-rays were taken and surgeon concluded that there was a low chance of the fragment being in the patient¿s body. Concomitant device reported: handle for screwdriver shaft 2.5 hexagonal stardrive t15 (03.400.111, lot l230822, quantity 1). This report is for one (1) handle for screwdriver shaft 2.5 hexagonal stardrive t15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer a review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 03.400.111; synthes lot: l444320; manufacturing site: bettlach; manufacturing date/release to warehouse date: june 27, 2017; only top level of the device history record reviewed as the relevant subcomponent is not lot tracked. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation site: (B)(6); selected flow: 5. Broken. Visual inspection: the device was received in a disassembled condition. The blue plastic handle was found partially broken near the small longitudinal slot. There are no damages visible at the knob and the spring. The broken part is missing. Dimensional inspection: the relevant features are heavily damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the investigation has shown that the cause of the complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: our investigation has shown that the complaint condition is confirmed due to the breakage. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.